Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 10/5/2007 and 10/16/2007 by phone, fax and mail. Additional info was received 10/05/2007 and 10/08/2007 by fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.